Event description:
Contact reports pt was instrumented in 2004 with monarch polyaxial screws. Contact reported that the two screws at s1 broke. Contact reported a non-union at l5/s1 and graft resorbtion. Revision was performed.